Manufacturer narrative:
(B) (4). No product was returned for evaluation. X-rays showed the left screw at l4 is broken and the shaft remains. The broken screw was not reported to the manufacturer. The broken screw was noted during x-ray evaluation for manufacturer report # 1030489-2009-00519. Refer to manufacturer report # 1030489200900519 for further details about the x-rays received.

Event description:
X-rays showed, the left screw at l4 is broken and the shaft remains.